Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Refer to mdrs 1226348-2018-10369, and 1226348-2018-10371 for information regarding the two other devices reported in this event.

Event description:
As reported by the sales rep, a directlink was giving incorrect readings. Another was used to complete the procedure. There were no reports of delay or patient harm.

Manufacturer narrative:
Additional information: the cable was returned for evaluation. The device passed testing. No issues were identified with the device. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.